Event description:
The perfusionist was setting up for an open-heart procedure when they noticed the leur lock component inside the product tubing. A decision was made to take a photo showing the manufactoring defect and then cut the tubing back to eliminate the blockage and reconnect the tubing. The procedure went ahead as scheduled without any complications.